Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 515 mg/dl and a high level of ketones. Cause was unknown. Prior to going to the ER the customer administered a manual injection of insulin in attempt to address the bg. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged (B)(6) 2024 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.